Manufacturer narrative:
The reporter informed the company that the product could not be returned.

Event description:
Almost choked [choking sensation]. Screw came out / brush head came off the shaft [device breakage]. Brush heads started to swirl and get weird [device physical property issue]. Case description: consumer called stating that the brush heads started to swirl and get weird, a screw came out, and the brush head came off the shaft when he/she was using it. No serious injury was reported.